Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is not charging. There was no patient involvement.

Manufacturer narrative:
H10: further information revealed there was no malfunction for this product, therefore this was reported in error.